Event description:
Stretched coil. This female pt was undergoing coil embolization within the anterior communicating artery aneurysm measuring 6 mm. The coil was being withdrawn for repositioning in the aneurysm when it unraveled/stretched. The coil was totally out of the mc in the aneurysm when stretched and remained partially in the aneurysm, and partially in the parent vessel (a-com). There was one to one relationship between the coil, delivery tube and was verified with the fluoro prior to repositioning. No repositioning of the mc occurred. Five other coils, two gdc 360 and three orbit coils were placed prior to this event. No resistance was felt inserting the coil through the sl 10 microcatheter (mc). Prior to this event other coils were already advanced thru this mc and no resistance was felt. There was no resistance between the gw and the mc when accessing the target site. Continuous flush was maintained within the mc. The procedure was aborted after blood flow was restored in the a2 arteries. There was no adverse effect to the pt.

Manufacturer narrative:
The prod has been returned for eval and testing; however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.